Event description:
Consumer reports accuracy issues, having erratic readings with their plink meter. Analysis run in clark error grid using mean avg. Reading (180) vs. Bd readings (58,241,241) yielded data points in the e. Range of the grid, outside acceptable limits.